Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred.the 99% stenosis was located in an anastomosed vein stricture of a shunt. The mustang 7.0 x 40, 75cm balloon catheter was advanced to the stenosis and ruptured at 15atms upon second inflation. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event 18 years or older.(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).